Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube lip completely broken off, a minor scratched display window, and a missing endcap sticker.

Event description:
The customer reported via phone call that she had a crack on the reservoir compartment of the insulin pump. Customer's blood glucose was 198 mg/dl at the time of the incident. Customer stated that it was completely cracked off. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.